Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the transverse colon during an endoscopic mucosal resection (emr) performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not open and close smoothly, and was then able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: a visual examination of the returned complaint device noted that the clip assembly was returned with the device. However, it was also noted that the device returned without the over sheath. Microscope examination was performed at the distal section of the device, and it was observed under high magnification that the capsule tabs were locked, indicating that there was evidence of first activation. Functional evaluation was performed and the clip assembly was unable to release from the catheter to deploy. Additionally, the device was disassembled and a burr was found inside the bushing, supporting the investigation findings of deployment issues. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the transverse colon during an endoscopic mucosal resection (emr) performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not open and close smoothly, and was then able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.